Event description:
It was reported that the device exhibited a recurring last error code (lec) 44510. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the device that the downstream occlusion seal was damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device downstream occlusion seal was replaced and the device passed all testing.